Event description:
It was reported that a vns programming physician's handheld computer has been charging for several days but when they tried to turn it on, it won't turn on. Good faith attempts to have the handheld computer returned for product analysis has been unsuccessful to date.